Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being used in a male patient. A week later on (B)(6) 2016 the patient went to the dialysis center where the nursing staff noticed a crack in the blue plastic venous luer connector. It was also noted that they did not have the arrow white luer caps on the luer connector but plastic connector caps from b braun. As a result, on september 12, 2016 the patient underwent a hub replacement procedure before his next scheduled hemodialysis. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). The report of a crack in the hemodialysis catheter's blue luer connector was confirmed. One nextstep catheter connector assembly was returned. The customer also provided a photograph of a cracked luer hub attached to a syringe. The catheter connector assembly exhibited evidence of use. Microscopic examination revealed that the blue luer hub (venous) has a crack starting near the opening and extending down 10 mm into the luer body. No cracks were observed in the red hub (arterial). Because of the observed damage, the luer taper of the blue hub could not be accurately measured. The luer taper of the red hub was determined to be within specification. The IFU for this product warns that repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. It also states to avoid excessive or prolonged use of alcohol based solutions and ointments to clean the catheter and that solution should be completely dry before applying an occlusive dressing. Additionally, the IFU states not to use acetone with this catheter and that the catheter, extension lines and connectors should be examined before and after each use. A device history other remarks: record review was performed based on sales history and did not reveal any manufacturing related issues. Based on the appearance of the crack and the report that the crack occurred during use, operational context caused or contributed to this complaint. No further actions will be taken.